Manufacturer narrative:
The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "breast cellulitis" this record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: cellulitis: unable to observe as it is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "breast cellulitis" this record is for the right side. Device was explanted.